Event description:
It was reported that a paclitaxel set leaked near its filter. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed and revealed a leak through the vented hole at the end of the filter. The cause of the condition was determined to be due to a manufacturing issue. In order to address this condition, the supplier of the component was notified of the condition and awareness training was provided to appropriate personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.